Event description:
On 7/11/2005 the ipg was implanted in the pt. The pt's system was explanted in 8/11/2005 due to infection. The rn did not know the cause of the infection. The explanted ipg was discarded and not returned to ans for analysis. On follow-up with the rn, the pt's infection did clear up and he was implanted with another ans system.